Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device log found that the unit failed message occurred in non-rescue mode. No evidence was found within the log to show any critical errors, which indicates that the device would still function in rescue or clinical mode. The log showed many occurrences of electrode connection errors. This is not an indication of a device malfunction. It indicates that the electrode pads were not connected to the device at all times as advised by the AED plus operator's guide. The unit failed message was due to the device not being set up and stored properly. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.